Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4) technology center (site #(B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A site clinical applications specialist reported, after removing the free floating capsulotomy the surgeon noted a large bubble beneath the capsule. During hydro dissection a posterior capsule rupture was observed. No additional intervention was required.

Manufacturer narrative:
The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).